Manufacturer narrative:
No root cause could be determined. Quality control was within specification prior to and after the event. No clots were observed in the sample. Based upon the information provided, the customer was not spinning the sample tubes according to the tube manufacturer's recommendations. This could be a possible cause for this event. The patient´s condition is stable. No additional information was provided or available regarding the patient.

Event description:
The customer received questionable troponin t stat (tnt) results on their e411. The customer provided data for one patient with discrepant results reported outside the laboratory. The patient had the initial blood draw performed in the emergency room. The patient's initial tnt result was 0.11 ng/ml. The sample was repeated on a rapid tnt and the result was negative. The physician considered the 0.11 ng/ml result to be correct. The patient was admitted and had two blood samples taken on (B)(6) 2011, both with results of <0.01 ng/ml. Both samples were tested on the same e411. On (B)(6) 2011, the physician requested the original sample retested and the result was <0.01 ng/ml. The repeat test was performed on the same e411. The patient was admitted. The customer does not know and is unable to find out if the patient was admitted based on erroneous results. There are no other allegations of adverse affects to the patient. The tnt lot number was 16234301 and the expiration date was 05/31/2012. The field service representative could not duplicate the problem and was unable to determine the cause of the event. He visually inspected the system operation and mechanical alignments. Performance testing was run with result within manufacturer's specification.